Event description:
Swelling on the lateral ankle of the right foot approx 19 months post peroneal longus tear repair with orthadapt augmentation. Twenty months post the initial repair, the pt sprained his left ankle and was noted to have a fracture of the 5th metatarsal base of the right foot (time of injury is unk). One week later, the pt underwent peroneal tendon tenosynovectomy, and the orthadapt bioimplant was removed.

Manufacturer narrative:
The orthadapt bioimplant was fixated using absorbable sutures; use of absorbable sutures is contraindicated in the IFU and constitutes off-label use. The pt suffered trauma to the right ankle (fracture of the fifth metatarsal bone) post repair. Additionally, the pt is immunocompromised (as indicated in the progress notes). A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.